Event description:
It was reported that the patient's entire implantable neurostimulator (ins) system was replaced because the ins was no longer effectively controlling the patient's symptoms despite multiple programming attempts. The patient recovered without sequela.

Manufacturer narrative:
Lead: model 3889-28, lot#v304388, implanted: (B)(6) 2009; explanted: (B)(6) 2011; programmer: model 3037, serial # (B)(4).